Event description:
It was reported that the pt underwent a spinal fusion surgery. Approximately 3 months post-op, radiographic films indicated that one of the screws was backed out. No pt complications have been reported. The surgeon will continue to monitor the pt. No revision surgery is planned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the tissue pad was detached during use on the patient. The tissue pad was retrieved; no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the tissue pad missing (piece returned) and the blade gouged at the tip. When the tissue pad is displaced, the clamp arm may damage the blade by coming in contact with the tip. The device may stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade is damaged. As the tissue pad was not returned, further evaluation could not be performed.